Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant into the left bundle branch, repeated attempts to place the lead failed. The implant was changed to a dual chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.